Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified failure mode could not be determined. A conclusive cause for the reported patient effect of dissection and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information was requested to determine what failure mode occurred during the procedure. The response received stated ¿no device malfunction reported but an arterial dissection before retractation of the device¿. Further clarification was requested; however, after several attempts to obtain complete information, no additional information has been provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery after a femoral angioplasty interventional procedure with a 6f sheath. No additional information was provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a starclose se device after an unknown procedure. Reportedly, an unknown failure occurred. A dissection occurred, which was treated via surgery. Surgery was used to achieve hemostasis. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.